Event description:
Patient had watchman device placed on (B)(6) 2025, follow up transesophageal echocardiogram (tee) done on (B)(6) 2025, watchman device could not be visualized. CT abdomen/pelvis obtained, watchman device within the infrarenal abdominal aorta. Patient returned to operating room on (B)(6) 2025 and device was removed.